Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set product issue caused or contributed to the event. Peritonitis is a well-known potential complication in pd patients which can be associated with many potential etiologies. The patient¿s pd effluent grew yeast (fungal infection). Fungal peritonitis (fp) accounts for almost 3-30% of all peritonitis. The cause of the patient¿s fungal peritonitis cannot be determined with the available information. Fungal peritonitis can be associated with previous bacterial peritonitis, prolonged use of antibiotics, prolonged time in the dialysis program, prolonged time with the peritoneal catheter inserted, use of immunosuppressive agents, hospitalization and co-existence of an extra peritoneal fungal infection. Additionally, the patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During evaluation a leak was noticed in the pump tubing during disinfection. The tubing was visually observed and the pump tubing was noted to be split. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced fungal peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. The patient does not perform a daytime manual exchange. A culture test was performed, and the results confirmed growth of yeast. Additional information was requested, however to date has not been provided.